Event description:
The event is reported as: customer alleges: "screw on handle of instrument fell out during laparoscopic surgery, screw fell on pt sterile field draped abdomen; no pt injury." Pt current condition is fine.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report.